Manufacturer narrative:
(B)(4). One (1) poly driver, 10mm was returned for evaluation. Visual examination of the poly driver, 10mm at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The close-up images of the deformed surface show plastic deformation consistent with crushing of the tip while the tip was at an angle to the force being applied. The images also suggest the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the breaking of the poly driver, 10mm cannot be determined with the information provided. However, fracture analysis suggests plastic deformation consistent with crushing of the tip while the tip was at an angle to the force being applied. Thus, the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in surgery for the modified scoliosis, stabilizing l2-l5, on (B)(6) 2017. The surgeon tried to apply the screw insertion (part number unknown) into l4 right pedicle. Because the pedicle was hard, the screw became stuck half way through. He used ¿viper2 t20 hexlobe driver shaf (286725020)¿ to remove the screw. But the tip of the driver shaft became stripped. Next, he used both ¿poly driver, 10mm (2867-60-010)¿ and ¿mini-open driver (279734000)¿ to remove the shaft. But the tip of either driver chipped and remained in the screw hole of the implant (part number unknown). Since the screw was fixed as much as 80% completion, he thought the fixation was secure enough and decided not to remove the screw. Finally he stabilized the rod and completed the surgery. The surgery was delayed by 20 minutes.